Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, a resolute onyx drug-eluting stent was implanted in the lad. On the same day, in-stent thrombosis occurred and was treated with pci. Patient recovered. Investigator assessed event is unlikely related to the device but probably related to the antiplatelet.

Manufacturer narrative:
The investigator assessed the event as probably related to anti-platelet medication. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Adverse event term updated to stent thrombosis. A second resolute onyx des was also implanted in the cx during index procedure. Investigator assessed the event as possibly related to the device and antiplatelet medication. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Stent thrombosis occurred in the lad. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Cec assessed stent thrombosis as acute stent thrombosis, arc definite, cass site; proximal lad. The thrombotic occlusion of the study stent did not occur subsequent to repeat percutaneous treatment of the target lesion. The stent thrombosis is not related to a non study stent or non target lesion. Cec assessed the revascularisation as repeat pci for acute stent thrombosis. The revasc was a tlr pci of the lad that was clinically driven. Cec assessed mi as no event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: cec adjudicated mi as non q-wave mi(tv-lad) 3rd udmi peri pci. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.